Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges heart surgeries while using the device. Medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was reported stating that the patient is also alleging lung cancer, headache, dizziness, and nausea. Please see section h6 for this updated information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have heart surgeries while using the device also the patient alleged lung cancer, headache, dizzinessand nausea. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have heart surgeries while using the device also the patient alleged lung cancer, headache, dizzinessand nausea. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for a detailed assessment. During the investigation, signs of degradation in the sound abatement foam were observed, including the presence of small black particles consistent with deteriorated foam. These particles were found adhered to the exterior bottom of the blower box. Additionally, a high-pitched blower whine was noted during operation. The device exhibited dust-like contamination at several locations, including the air inlet, the printed circuit assembly (pca), inside the blower box, and throughout the internal enclosure. Cosmetic damage was also noted on the lcd display window. A total of thirty-two system errors were recorded. The manufacturer confirmed the presence of degraded foam and operational noise, they were unable to verify the presence of other contaminants unrelated to the foam. Furthermore, although the operational noise was acknowledged, the specific symptoms reported by the user could not be fully replicated. Section h6 updated in this report.